Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during the operation of the cusa clarity footswitch (c7002) when pressing the orange pedal the pedal stays in activation modus. They changed the foot pedal to another cusa clarity. The event led to increase surgery time for 5 minutes; however, there was no patient injury.

Manufacturer narrative:
The cusa clarity footswitch (c7002 was returned for evaluation: device history record (DHR) ¿ the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis -the investigation of the unit confirmed the complaint: the reported failure ¿when pressing footpedal, pedal stayed in activation¿ was confirmed. Device was scrapped, and footswitch was replaced with a new one. All functions are now working fine. Root cause - root cause was determined to be defective footswitch. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.